Event description:
Provider states the end user was being bathed by the caregiver in the shower when the legs collapsed and user fell; front legs went in and rear legs went out.

Manufacturer narrative:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states the end user was being bathed by the caregiver in the shower when the legs collapsed and user fell; front legs went in and rear legs went out. No mention of injury or if medical intervention was sought.